Manufacturer narrative:
(B)(4). Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was unknown if the patient was hospitalized prior to death. The cause of death was reported as respiratory arrest, this was not confirmed. It was reported pd therapy was ongoing at the time of death, though the patient was not performing pd therapy with the hc device at the time of death. It was reported an autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A return procedure for the device was initiated. Upon receipt, an evaluation will be performed to investigate the reported death. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported death. The product analysis lab (pal) evaluated the device and no failures or malfunctions were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements. An internal and external inspection was performed and found no issues. The cycler remote toolbox (crt) was used to analyze the device pneumatic system. The crt revealed no leaks and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity tests and successfully completed a short simulated therapy. Review of the device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.